Manufacturer narrative:
(B)(4). Batch #m90f6a. Corrected manufacturing and expiration dates the device was returned with the blade scratched and cracked and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the broken blade tip fall into the patient/no. Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient/no.

Event description:
It was reported that during an unknown procedure, solid tone with error code 5. The titanium tip broke after re-install. The broken blade tip was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.